Event description:
When attempting to start a peripheral IV on patient, the 20-gauge needle would not project outwards but instead appear to become adhered against the plastic catheter which would prevent it from projecting outward into the patient's vein. Discovered this was occurring with a particular lot of bd insyte autoguard infusion catheters. These were pulled from the shelves and replaced with fully functioning catheters.